Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l68152, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).

Event description:
It was reported that a patient¿s stimulation trial worked and when the patient got the full implant the first couple months it worked well, but the patient had expectations that the stimulation would mean she would be off oral meds and she was not. The patient stated that she was implanted in 1997 but the file showed 1999, and the patient said she had trouble remembering dates. It was noted that the patient went to the healthcare professional (hcp) regarding pneumonia and stated that a chest tube was put in, and that ¿how body was pulled and stretched¿ and the patient stated that she lost a significant amount of weight. It was reported that following the event the stimulator didn¿t work again but was still inside the patient. The caller said that a manufacturer¿s representative was notified ¿around or after¿ the time of the pneumonia. It was noted that the patient¿s body formed an ¿inordinate amount of scar tissue¿ and there was a scar tissue around the leads. The patient stated that she did not want the old leads moved or touched. It was noted that the patient had previous surgeries prior to the spinal cord stimulation (scs) implant including a spinal fusion and the surgery reportedly took significantly longer due to the amount of scar tissue. The patient stated that the hcp told the patient not to have any more back surgeries ¿unless it was a matter of life and death.¿ it was further noted that the patient mentioned an issue from 1991 with l4, l5, and si that cumulated and predicted future upper cervical issues that were happening now. It was stated that the patient¿s pain management hcp advocated that the patient take daily narcotics, and the patient stated that she was given ¿huge amounts.¿ the patient stated that hcps have said patient was not a good candidate due to drug use and the patient mentioned interest in pain pump therapy. No additional information received. The healthcare professional (hcp) stated that this was not their patient.